Event description:
A tandem mobi cartridge alarm was reported by a customer. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and arranged for a replacement pump to be sent. The customer was advised to use multiple daily injections to ensure insulin delivery until the new pump arrived and was instructed to return the faulty pump within 10 days using a pre-paid return box. Additionally, the customer received guidance on placing the pump in storage mode and acknowledged the need to transfer pump settings and connect their continuous glucose monitor to the new pump.